Event description:
The customer stated that she was experiencing high and low blood glucose levels. The customer is pregnant and was hospitalized due to high blood glucose levels. The customer stated that her doctor has changed her basal rates a few times due to her pregnancy. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp for the high pressure test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.